Event description:
The manufacturer received information alleging a ventilator was delivering a higher than set fio2. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module assembly was replaced to address the issue.